Event description:
It was reported that the device was found to be backup vvi mode. The issue was resolved through a firmware download and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.